Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 545mg/dl due to insulin flow blocked. Customer treated high blood glucose with manual injection and customer¿s current blood glucose was 269mg/dl. Troubleshoot was performed for insulin flow alarm and customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. Customer declined to perform troubleshoot for high blood glucose. Product will be return for analysis.